Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The energy shield monitor (esm) was analyzed and the customer reported complaint was confirmed but not replicated. A review of the logs found error 32208 confirming the fault occurred in the field. During visual inspection, no abnormalities were seen that would be related to the reported event. The unit was then installed onto a golden system where the component had functioned as designed. Cautery was tested and found no issue, errors, or faults. The complaint was confirmed based on field evaluation. The probable root cause is attributed to a detection of current related failures on the esm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure that an error message occurred against the energy shield monitor (esm). The leds on the esm were flashing yellow. The customer replaced the energy cord, but the issue remained. The intuitive tech support engineer (tse) reviewed the system logs and confirmed error 32208 occurred against the esm. The tse had the customer power down the system and cycle the breaker on the esm. The esm leds were now blue, however, the grounding pad led was not blue. The customer reseated the grounding pad cords, but the led never turned blue. When the surgeon attempted to use monopolar energy, the system faulted again. The gray cord that was plugged into the erbe was found to be extremely loose. The customer was not able to fully secure it. At this time it is unknown how the issue was resolved. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the original erbe was able to be used to complete the procedure. The customer used bipolar energy only in order to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was analyzed and the reported "energy shield not working" was neither confirmed nor replicated. The fse mentioned that the esm had no power to the unit and no leds were light up. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed onto a golden system where the component had functioned as designed. All ports and plugs were tested, and cautery was fired but no faults or errors were triggered. As a result, failure analysis has concluded that the esm cfg pca is the potential root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the esm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.